Event description:
Baxter received a report from a facility involving an automix 3+3 compounder. According to the facility, they are reporting a frayed umb (umbilical) cable. Unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "frayed umb cable" was confirmed during device evaluation. The root cause was due to physical damage. There were no repairs performed on the device as it is a stay-in unit.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.